Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The report is in reference to a clinical study patient. It was reported the patient underwent a sensor implant procedure on (B)(6) 2017. The patient began to experience shortness of breath, chest pressure, and vomiting prior to calibration. Echocardiogram results revealed pericardial effusion. In turn, pericardiocentesis was performed. Post-procedure, serial echocardiogram results demonstrated resolution of the pericardial effusion. The patient was discharged a few days following the procedure once they were stable. It was noted, the event was believed to be procedure related.